Manufacturer narrative:
Siemens has completed an investigation of the reported event. Savelog and dicom images were not available even after several requests. Therefore, an analysis of sar exposure was not possible. The patient pad breast coil 3t (part number 10185771; serial # (B)(6)) was returned to our factory and thoroughly analyzed by our engineering department. Although, it was stated in a provided questionnaire that the used coil was 16ch ai breast coil. Nevertheless, the returned patient pad breast coil was found to be within specification. Our coil experts assume that the 16ch ai breast coil was the concerned coil. The upper part of the patient pad breast coil was most likely mixed up with the 16ch ai breast coil. The problem with the 16ch ai breast coil seems to be a comfort issue and not an rf heating issue. The root cause of the 2nd degree burn could not be determined. However, it was stated in the complaint form, that "it is considered to be due to groove of the cushion attached to the coil and the long inspection time and long pressure on the skin". This comfort issue was resolved by exchanging the pad cushion. The comfort of the pad cushion has already been improved with implementation of non-groove cushions. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Despite several requests for additional information, no information was provided to siemens regarding the size and severity of the blister or area of redness. Additionally, no information was provided regarding any medical intervention necessary or healing complications. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Event description:
It was reported to siemens that an adverse event occurred following examination on the magnetom skyra system. It was stated in the complaint form that a patient suffered a blister and area of redness on the chest. The area of redness was in the shape of a stripe of unknown dimension. It was stated that the area of redness was considered to be due to a groove in the cushion which was attached to the coil, the long examination time and pressure on the patients skin. Despite several requests for additional information, no information was provided to siemens regarding the size and severity of the blister or area of redness. Additionally, no information was provided regarding any medical intervention necessary or healing complications.